Event description:
It was reported that during a routine device follow-up they were not unable to interrogate the implantable cardioverter defibrillator (ICD). Telemetry could not be established therefore, it was not possible to test the pacing/function of the ICD. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).